Event description:
A high drain error 101 (night drain #1) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2013 15:08:23 during night drain cycle one. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was identified through an event history log review. The cause cannot be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.